Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
T was reported that during a stenting treatment procedure, stent deformation occurred. The target lesion was located in the mildly tortuous and mildly calcified circumflex artery. A 2.75x32mm promus element stent was implanted for treatment. The stent became longitudinally deformed on the proximal end as a result of the post-dilation balloon. Additional dilation was performed and a non-bsc des stent was implanted to cover the proximal end. There were no further patient complications reported and the patient condition was stable.